Event description:
The following description of the event was copied from an e-mail from the foreign distributor in (B)(6). "Incoming inspection failure. Sound from the alarm speaker comes on and off. There were no visible problem with the connection when we re-installed the speaker. We were able to fix the problem when we replaced the alarm speaker".

Manufacturer narrative:
(B)(4). Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty alarm speaker assembly for eval. As of the date of this report, the alleged faulty alarm speaker assembly has not been received. Once the alarm speaker assembly has been received and the eval completed, a f/u medwatch report will be submitted.